Manufacturer narrative:
A philips representative went onsite to evaluate the device. An event strip was not available. The device and accessories were examined for visual wear or damage and none was noted. The philips representative was able to acquire a leads and pads ECG waveform during testing and therefore the reported symptom was not reproduced or confirmed. The device passed a successful operational check. The device passed all required testing and remains at the customer site. Philips is unable to verify the reported symptom and therefore no conclusion can be drawn.

Event description:
Philips was later informed from a senior medical engineering technician at the customer site the device did not impact the patient outcome as the patient was in a non-shockable rhythm.

Event description:
It was reported to philips that during a patient event the device failed to acquire a pads ECG waveform. The involved patient died. However an AED was available and used to deliver therapy to the patient. The customer stated the device behavior did not impact the patient outcome. The patient was in cardiac arrest and that the staff turned on the device and it turned on normally. Pads were then applied to the patient chest, however no waveform appeared, only dotted/dashed lines were noted onscreen. All connected were checked but the issue remained.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.